Event description:
Broken at connection between wings and catheter.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Broken at connection between wings and catheter.

Manufacturer narrative:
We received the catheter as a faulty sample. Nfds (needle-free-devices, non-vygon gmbh product) were connected to both extension lines and organic residues were visible between the 29cm and 30cm marking. The catheter tube was shortened proximal to the 12cm marking. Microscopic examination revealed a tear directly at the wing (see image co-2024-0555_5) and the catheter tube was partly torn out of the fixation wing. The fracture planes of the tear were rough and uneven. There are various events that can lead to a leaking catheter: 1. Tensile force: which may be caused by: dressing change - in some instances the catheter can be become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. In addition, a manufacturing fault can be excluded as each catheter is flow and leak tested during production. In the IFU it is stated: "subjecting the catheter to pressure above 21.75psi can result in catheter rupture and embolism." "Do not over stretch the catheter as it may rupture, causing a catheter embolism". Having checked the batch history records, no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak tested during production. Incoming goods inspections and two 100% visual tests after packaging are carried out. There is one further complaint for batch 8150601 (no further complaints for batch 8172413 or 8178402) and one further complaint regarding a leaking catheter at the wing on code 4g07125232 within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management as there is no hint of a manufacturing fault.